Manufacturer narrative:
(B)(4).

Event description:
During follow up, the right ventricular sensing measurement was noted to be low. The lead was revised, but the lead was unable to be repositioned due to high impedance. The helix was also not working as expected. The reported lead was cut and a new lead was placed. The patient is in stable condition.

Manufacturer narrative:
The complete lead was received for investigation. Diagnostic imaging was performed which revealed the inner coil was over torqued at the connector region, consistent with that occurring at the time of repositioning/explant. The helix was found to be clogged with blood. After cutting the lead, and cleaning the helix, torque was directly applied to the inner coil and the helix was able to extend and retract. Electrical testing was performed and no anomalies were noted.